Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to inspect and clean the pump components, successfully attaching and loading the cartridge, and was able to resume insulin therapy.